Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. It was reported on the patient fell about 1-2 weeks earlier (relative to (B)(6) 2020) and hurt their face, but nothing was suspected with the pump. The rep stated that they are refilling the pump today ((B)(6) 2020) and were able to aspirate what they expected, but the fluid was red tinged. The patient stated that the healthcare provider was having difficulty filling the pump. Troubleshooting considerations were reviewed. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported it was not determined what caused the difficulty refilling the pump. The doctor was able to refill the pump with the desired amount of drug. The doctor pulled out the air, filled with 5ml of saline, removed the saline, and then filled pump with fresh drug. The issue was resolved. Additional information was received from the rep. The doctor's phone number was reported. It was not determined why the aspirated fluid was blood tinged. The patient's identifying information was not provided because the office could not be found. The serial number of the patient's pump was unknown.